Manufacturer narrative:
The device evaluation is currently underway. A follow-up report will be submitted after the evaluation is completed.

Event description:
Pump went into free-flow. Incident occurred on (B)(6) 2010, approximately 9:30am. Patient status unknown, but it does not appear that an injury occurred. Patient is an older gentleman, weighing approximately (B)(6). Patient had just finished receiving an infusion of fentanyl and facility put pump into hold mode as infusion was completed about 8:50 am. A nurse came to check on patient at 10:03am and observed that overinfusion occurred. It is unclear at this time if the overinfusion occurred between 8:50am and 10:03am or if the nurse could have inadvertently caused the overinfusion when she was checking on the patient. Drug being administered was fentanyl. Approximately 85 ccs of fentanyl was infused when device went into free-flow. The bag was empty following the incident. The patient was on a ventilator for an unrelated condition which kept the patient breathing when the incident occurred. To the best of reporter's knowledge, no further action was needed. The first set used during the initial infusion of fentanyl has been discarded. The second set used when nurse was checking on patient is available and should be returned with device for analysis.